Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called into technical services inquiring about noise and electromagnetic interference (emi) that was noticed on the patients right atrial (ra) lead on recorded electrograms (egm). The patients implantable cardioverter defibrillator (ICD) had misdetected the noise/emi as atrial tachycardia (at) / atrial fibrillation (af) episodes. Follow up was conducted with the ahp that had originally called in. The ahp was able to verify that reprogramming was completed. Ahp indicated the patient denies having any electrical device near them and were unable to verify what may have caused the electromagnetic interference (emi). The device and lead remain in use. No patient complications have been reported as a result of this event.